Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 01 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the exp cres remote 500cc tissue expander was found to have an area of missing material on the anterior view, measuring approximately 0.2 x 0.2 cm. A microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent an unspecified forehead surgery with a mentor scalp tissue expander, 500cc implant experienced deflation intraoperatively. It happened during inserting the implant on (B)(6) 2021. Another implant was used and procedure went as expected. No adverse event or patient consequences was reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).